Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with blood glucose value of 600 mg/dl due to insulin flow blocked and bent cannula and pump did not trigger any alert. The customer experienced hyperglycemia and diabetic ketoacidosis, was hospitalized and treated with intravenous insulin infusion. The customer also experienced symptoms of tiredness, weakness, dehydration, and an increased heart rate at the time of hospitalization.the event involved product(s) mmt-1884, unomedical, mmt-332a, unk_sensor. Troubleshooting was not performed for insulin flow block. Troubleshooting was performed for bent cannula and the customer was advised to change the product, which had already been completed previously. Troubleshooting was partially performed for hyperglycemia. The customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. Customer will discontinue to use the pump. Product mmt-1884 was requested and customer agreed to return the device. No product return is required for unomedical, mmt-332a, unk_sensor.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.